Event description:
It was reported that the patient with an artificial urinary sphincter (aus) presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed a crack in the cuff connecting tube. The device was explanted and replaced. There were no patient complications.

Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 0167453015. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400098. Serial number: n/a. Batch/lot number: 0166500003. Model/catalog description: control pump fgs. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Mechanical issue and hole/perforated are acknowledged within the instructions for use (IFU) and are not related to off-label use or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established; therefore, a conclusion code of cause not established was assigned to this investigation.